Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by reloading same supplies and resuming insulin.